Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to no image, the additional evaluation findings are as follows: faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during the unspecified procedure, the 4k autoclavable camera head had a cut in the camera cable. The device was returned for evaluation. During evaluation the following reportable malfunction was found: no image due to a faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the events could not be identified. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable that it was broken because the cable was disconnected from the cut on the cable. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.